Event description:
The patient experienced a loss of stimulation and therapeutic effect. She had a loss of therapy since the ins was implanted. Impedance testing was done on (B)(6) 2013 and a short circuit was found on the left side of 55ohms. Premature battery depletion occurred, the battery only lasted 8 months. She was to undergo a battery change tomorrow, along with an extension change if the surgeon deemed necessary. It was clarified that the eos/eol message displayed. Eos was reached on (B)(6) 2013. The parameters were: left vim: 0+1-2-3- 4.0v/150pw/120hz. Right vim: 0+1-2- 3.3v/130pw/120hz. The second lead, 8-11 was not programmed 4.45 months. The longevity calculation showed 7.45 months and eos based on the 100ohms on the left side. Based off the printout of the patient¿s programmed setting the patient was really programmed with the following settings: left: 0+1-2-3- 4v/150pw/120hz. 56 ohms right: 8+9-10- 3.3v/130pw/120hz. 1111ohms it was unknown when the short started, this was the first time looking at the settings. The (B)(6) 2013, interrogation reports showed: electrodes: 0/2 0/3 2/3 : 57ohms and 2/3 55ohms. The electrodes were tested at 0.7v: c/11 8/11 9/11: 4500 and 5200 ohms. The left lead showed the short. It was unknown if the patient had a fall. The extension was going to be tested out first. The device printout also showed impedance measurements of 4549ohms with c/11, 9/11 4933ohms and 8/11 5188ohms. The company representative confirmed on (B)(4) 2013 that the ins and both extensions were replaced. Two out of the three short circuits were cleared. See manufacturer report # 3004209178-2013-21797 for the continued short circuit with the new devices.

Manufacturer narrative:
Product ID 3387s-40 lot# v455827, implanted: 2010 (B)(6); product type lead product ID 3387s-40 lot# v663231, implanted: 2011 (B)(6); product type lead product ID 37092 lot# 249360004, implanted: 2010 (B)(6); product type accessory product ID 37085-95, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37085-95, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).